Manufacturer narrative:
(B) (4).

Event description:
The hcp planned to relocate the implanted pump lower in the pt's abdomen to alleviate discomfort in her ribs. During surgery, an infection was noted over the pump location. The pump was explanted. The pt was in clinic at the time of the report; her status was reported as 'good.' Additional info has been requested. A follow-up report will be submitted if additional info becomes available.